Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was continually alarming for a "check circuit" condition. The device's system board will be replaced to address the issue. The device was evaluated, but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.